Event description:
The customer reported that blue insulation from the jaws of the device detached onto patient tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.